Event description:
It was reported that while the surgeon "was tapping the right l5 pedicle, the tip of the tap broke off and was still in the pedicle. It was a 5.5 tap. After drilling around the tip that was sticking up from the pedicle, we opened up a broken screw tray from a synthes system. We successfully retrieved the tip of the tap for the pedicle."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Conclusion: the xia xia ii lp modular tap 5.5 mm was confirmed to be sheared via a visual inspection. The likely cause of this event was due to this excessive torque applied by the surgeon while tapping the hole in the pedicle. This excessive torque could have caused the twisting which lead to the structural instability of the tap, leading to the breakage witnessed in this event. Another likely factor which may have contributed to the reported event could be the age of the instrument. Due to the lack of manufacturing records we are unable to know exactly when the instrument was manufactured; however, it was most likely manufactured in 2007 based on the lot #. Any instrument could experience excessive loads and fatigue over time, leading to a fracture as witnessed in this event. However, this cannot be determined conclusively. Conclusion: the likely cause of the breakage was excessive torque applied by the surgeon while tapping the hole in the pedicle, which could have caused the twisting which lead to the structural instability and breakage. Another factor could be the age of the instrument (2007). However, this cannot be determined conclusively and is likely multifactorial.

Event description:
It was reported that whil the surgeon "was tapping the right l5 pedicle, the tip of the tap broke off and was still in the pedicle. It was a 5.5 tap. After drilling around the tip that was sticking up from the pedicle we opened up a broken screw tray from a synthes system. We successfully retrieved the tip of the tap for the pedicle."